Manufacturer narrative:
Event date: exact date unknown, event occurred a week after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7108342/7108803.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted leads were not returned as they were discarded at the facility.